Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes date returned to manufacturer: 25 aug 2021 section h3: device returned to manufacturer: yes device evaluation: visual inspection under magnification revealed viscoelastic residue on the optic body and haptics and that the lens was received cut in half, which is consistent with a lens that was handled during explant. Based on the condition of the returned lens, no further product evaluation could be performed. The complaint issue could not be confirmed and no product deficiency could be identified. Manufacturing record review: based on the manufacturing records review and historical complaint review, there is no indication of a product malfunction or product quality deficiency. No nonconformity report, documentation or labeling changes, and escalations are required. Conclusion: based on the information obtained, product malfunction and product deficiency cannot be confirmed. No further investigation is required all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted

Manufacturer narrative:
(B)(6). The intraocular lens (iol) is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a cataract surgery patient complained that their far vision did not come out post implantation of a synergy intraocular lens (iol). The patient's far vision dropped to decimal 0.5 over 5 months. Patient was temporarily impaired and it was noted that patient daily activities were significantly affected. The doctor decided on iol exchange. The lens was explanted and the incision was enlarged during the procedure. There is no information received that patient required additional medical or surgical intervention. No further information was provided.